Event description:
The customer reported that the transport trolly was damaged, and that the device was unstable. The device was not in clinical use when the issue was observed. No patient impact and/or harm reported. The customer confirmed the issue; the service engineer (se) that assisted the customer, noted that the column was loose from the bracket. It was noted that the assembly stand would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).